Manufacturer narrative:
The device was received in the not deployed position. The download data contains a rotational sensor error. The device was reset and the data was downloaded. The device successfully deployed during reset. The rerun data contains rotational sensor error. Inspection of the device found the commutator cap to be contaminated. The contaminated commutator cap resulted in the rotational sensor error and prevented the needle from deploying.

Event description:
It was reported the needle mechanism did not function as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.